Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 20ml ll s/c 50 package arrived damaged. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no: 303310 batch no: 9339643. It was reported that: package arrived ripped/opened at glued edges, possibly affecting content sterility.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/9/2020. H.6. Investigation: two physical samples are received, already open and without product. The ¿clean opening¿ test cannot be carried out on the samples received since they are open and without product. This test seeks to verify that there is no tearing of the paper during the opening of the blister, as well as fibers produced by the tearing of the paper, however, in the samples received, residues of paper fibers adhered to the blister can be observed. Possible root cause is failure in pressure and sealing temperature. Corrective and preventative action, CAPA#1506100, was opened to investigate. H3 other text : see h.10.

Event description:
It was reported that syringe 20ml ll s/c 50 package arrived damaged. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no: 303310, batch no: 9339643. It was reported that: package arrived ripped/opened at glued edges, possibly affecting content sterility.